Event description:
It was reported that the patient underwent an explant procedure to remove the spacer because the spacer was dislodged after a week post implant. The physician stated that the patient had bent over a lot at home post implant, which is likely the cause of the top cam lobes becoming dislodged off the superior spinous process. It was also noted that it appeared that the segment had hypermobility. The spacer was discarded by the facility. The patient was doing well postoperatively and will continue with periodic epidural injections to control pain.